Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint ID# (B)(4).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Complaint ID # (B)(4).

Event description:
It was reporetd that during use, the iabp sensation plus 50cc balloon unraveled while introducing the balloon into the getinge sheath. This led to kinking of the iabp wire. The balloons are being properly prepped and deaired. The balloon is not being flushed and sitting in the tray. Upsizing to the a terumo sheath was then done. However, it still seemed a though the balloon unraveled a bit. No patient harm was reported.